Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic and motor assemblies. Analysis was unable to verify watchdog timeout or program alarm anomaly alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump reset and received a program alarm anomaly alarm. The customer's blood glucose was unknown at the time of incident. The customer stated the screen went blank after removing and reinserting a battery. The display did not return. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.